Event description:
The port was placed about 2 mos ago for infusion of adriamycin. Leakage was reported at the port and catheter connector on the evening of 3/5/97. The port was removed. The port was being flushed when leakage was discovered but the reporter was not sure if there had been tissue damage from adriamycin infusion.

Manufacturer narrative:
Implicated product is a plastic port with catheter. Product received for eval is a dual plastic port (metal port stem) with a dual lumen catheter attached. Complete assembly measures 9.1 inches long. An indeterminate number of needle puncture sites are in both septums with white residue in left (viewing from above with stem facing examiner) port chamber. Blue radiopaque stripe is distorted beneath cath-lock and a small amount of blood and medicinal residue is intermittent throughout both lumens. A lot history review reveals no related mfg issues and no similar complaints for this lot. Incident questinnaire documents an inability to aspirate blood on first chemo-therapy treatment approx two monts post-insertion. Instillation of abbokinase allowed for "good blood return." Complaint incident report indicates leak occurred during port flushing. No indication is given of locating a leak following explantation. Tactual exam of catheter is unremarkable. Patency is demonstrated by flushing and aspirating both port chambers and catheter lumens with a 12cc syringe armed wiht a 22. Ga. Non-coring needle. No leaks are noted when occluding catheter's distal tip and individually hydraulically pressurizing each port chamber and lumen to sustained pressures greaer than 25 psi. Under 10x magnification needle punctures in each septum appear to result from non-coring needles. Microscopically, cath-lock is unremarkable. After removal of catheter from port stem, an imprint of port stem remains in proximal catheter outer diameter and some distortion of blue strip from cath-lock is apparent, however, outer diameter is otherwise unremarkable. Valves open and close appropriatley with finger pressue without edges over-lapping. Complaint of a subcutaneous leak is unconfirmed. No penetrating damage or leaks could be observed. Occasionally, fibrin sheaths will form ovr a catheter's opening, encapsulating catheter. This results in solutions administered through catheter exiting catheter's distal tip and traveling back up catheter through capsule created by fibrin sheath. On x-ray, this may appear as a leak. Fibrin sheaths may be dissolved using available chemicals.